Manufacturer narrative:
Details of the complaint on (B)(6) 2019, nk clinical was onsite at yavapai regional med ctr and reported the telemeter (gz-120pa sn:340) was unable to get pacer spikes to show up on the cns-6801a sn: (B)(6) . They were experiencing this on gz's as well as bedside monitors intermittently on all patients. Service requested troubleshooting/assistance service performed nkc investigation investigation result nkc investigation determined the following: nkc investigated 3 cases. All cases, amplitudes of pulse which were detected on the surface of the body were too small to detect as pacing pulses. Recommendation: change analysis leads or electrode positions to get enough amplitudes of pulse. Nk devices comply with iec60601-2-27. The devices are designed detecting pacing pulses below: pulse width 0.1 to 2.0ms; pulse amplitude 2mv or more. Filters attenuate the pulse amplitude. Here are guides for detection of pacing pulse. When the filter is set to "diag", the sensitivity of ECG is set to "x1" and pulse width is 0.4ms, the one side ( positive or negative ) of pulse amplitude should be about 4mm to be detected. (This suppose an implanted pacemaker.) When the filter is set to "diag", the sensitivity of ECG is set to "x1" and pulse width is 1.5ms, the pulse amplitude should be about 15mm to be detected. (This suppose an external pacemaker.) Continual noises suppress the pacing pulse detection. When the devices detect more than 4 pulses during 500ms, the devices suppress the pacing pulse detection for a short time. The 3 pulses would be false detections in this case. If the filter is set to "diag", the hum filter is set to "off" and noises are on ECG waveforms, the followings may improve conditions. Change electrodes to new ones. An ECG cable is put near patient instead of hanging on the floor. The root cause is determined to be the amplitude of pulses were too small to be detected as pacing pulses. Factors which influence pulse detection are analysis leads/electrode positions, filter settings, and continual noises. The devices were detecting pacing pulses as per design specifications and there was no device malfunction or deficiency found. Review of tickets opened at customer facility found no other issues reported relating to pacers. Similar tickets query using keyword "pacer" found no recently reported issues which may be related. No adverse trend is suspected. D11 cocomittant medical device information central nurse's station (cns) cns-6801 sn (B)(6).

Event description:
The biomedical engineer reported that the transmitter is not transmitting the pacer strikes to the central nurse's station (cns). No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the transmitter is not transmitting the pacer strikes to the central nurse's station (cns). Clinical settings on the cns was correct. They have verified that this patient is being paced. Customer switched patient to a bedside to see if the pacer strikes would show on the cns. Our nk clinical application specialist that was on site later stated that the patient did not show pacer spikes or detection on the bedside monitor nor on the telemetry box. The hospital is getting them the metronix manufacturer information on what type of pacer this patient is using. At this point we do not want to change out the transmitter. The pacing should be showing on all devices. No further information as this time. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device information: central nurse's station (cns), cns-6801, sn (B)(4).

Event description:
The biomedical engineer reported that the transmitter is not transmitting the pacer strikes to the central nurse's station (cns). No patient harm reported.